Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. No code available was used to represent surgical intervention. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, while mapping in the right ventricular outflow tract (rvot), cardiac tamponade was confirmed on intracardiac echo (ice). Pericardiocentesis was performed, and 500cc of fluid were removed from the pericardial space. The effusion did not stop, and the patient was taken to the operating room for cardiothoracic surgery. It is unknown if extended hospitalization was required. Patient¿s outcome is unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No malfunctions were reported from the ablation catheter. It was also reported that while the patient was being rushed to the or, the carto 3 system green back patch cable was severed. Transseptal puncture was not performed during the case. No ablation was performed prior to the cardiac tamponade. The irrigation was set at 2cc/min. No error messages were displayed on any bwi equipment.